Event description:
The surgery center reported that on (B)(6) 2015, they performed intralase on a patient¿s right eye and it was fine. Then, they performed intralase on the left eye and when the doctor tried lifting the flap, there were adhesions at the central area. So, the surgeon tried to recut the flap a second time with the pocket off and using the same cone. But, he still could not lift the flap due to the same problem. It was reported that on (B)(6) 2015, the doctor experienced another issue with central adhesion on one eye, but this time he was able to lift the flap and the treatment was completed successfully. It was reported that the patient returned on (B)(6) 2015 for treatment. The account reported that they performed an intralase on the patient and that no secondary surgical intervention was required. The pre-op best corrected visual acuity (bcva) was 20/20. On (B)(6) 2015, the post-op bcva was 20/40.

Manufacturer narrative:
Age at time of event: unknown. Sex/gender: unknown. (B)(4). Field service specialist (fss) visited site to evaluate the unit. Fss did troubleshooting and checked the system as required. No laser obstructions were identified. Fss successfully performed laser verifications, and confirmed laser energy stability. Fss monitored output signals from amplifier and oscillator, which found to be stable. Fss re-tuned laser, confirmed energy at cone, evaluated laser chair/bed and successfully performed the standard service check. The instrument was found to meet the required specifications. Fss further observed patient surgery procedures. No issues were identified, and the doctor was happy with the laser's performance. All pertinent information available to abbott medical optics has been submitted. Placeholder.